Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2016. One lap sponge was received for evaluation. The visual inspection of the lap sponge found that the rf tag had come dislodged. There were no irregularities noted in the gauze weave. The investigation found that the tag pouch had a 4-5mm opening due to incomplete sewing. This is being considered a manufacturing defect. The product quality engineer has been notified of this failure.

Event description:
The customer reported that the sponge chip became loose and separated from the sponge. It was noticed on the back table cover. No patient injury was reported.

Manufacturer narrative:
(B)(4). A review of the manufacturing non conformances was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the customer report were within specified limits at the time of release.